Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no audio output on (B)(6) 2015. Patient tested the alert functionality and the reported alerts were not functional. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device passed exterior visual inspection as well as the manual sound drop test. A review of the receiver data log found no errors related to the incident. Global receiver functional testing resulted in no failures related to the customer complaint. The reported fault could not be reproduced. The customer complaint could not be confirmed.